Event description:
Event description guidant received information that five weeks post implant, this ventricular lead was displaying loss of capture. Pacing threshold measurements increased from 0.6v @ 0.5 ms to 6v @ 1.0 ms. R-wave measurements decreased from 8.1 mv to 3.5 mv. It was noted that the lead tip could not be visualized on a chest x-ray. Technical services advised that this lead likely microdislodged. The patient's physician planned to visualize the lead under fluoroscopy the following day, and possibly revise the lead. It was later reported that this lead was explanted and replaced due to dislodgement.